Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc had foreign matter "on the end of the catheter" and that the catheter was stuck to the cap. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ bc had foreign matter "on the end of the catheter" and that the catheter was stuck to the cap. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: received one iag bc 20ga unit within an open package from lot number 8095790, the needle was received fully retracted into the barrel. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter with lot #8095790 regarding item #382533. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot #8095790 regarding item #382533. DHR review shows a total of 396,010 units were built/package on afa line 11 from april 11, 2018 through april 14, 2018. Review revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. During visual/microscopic evaluation, observed the catheter was lodged within the needle cover due to mis-orientation. Observed there were 2 particles of white/clear material on the catheter tubing. In relationship with foreign matter, probable root cause is manufacturing. The fm observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. In relationship with the catheter defective damage, probable root cause is user error. The mis-orientation of the catheter vs the needle cover was caused at user environment when the user removed and replaced the needle cover. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.